Event description:
Reporter stated that a comparison between their surestep meter and a hcp meter was 200 mg mg/dl (ss) and 80 mg/dl (hcp), respectively (150% difference). The meter was not set correctly (set to mmol/l instead of mg/dl) and is not cleaned according to manufacturer's product recommendations. No symptoms were reported. There was no allegation of harm.